Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected off no power or low battery alarm was noted. The insulin pump passed functional testing, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. No unexpected low reservoir alarm was noted. The insulin pump had a cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Custome reported a high blood glucose of 573 mg/dl. She stated she had treated herself with a manual injection and water. The customer stated her blood glucose had declined to 288 mg/dl. It was found that the customer was experiencing symptoms of high blood glucose such as being thirsty and tired. Troubleshooting for the insulin pump found the drive support cap appeared to be normal. Insulin was also able to exit from the tubing. The customer also reported there was no leak to the insulin pump. The insulin pump also passed a self test and a high pressure test. The customer requested to have her insulin pump replaced. No additional information provided.